Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). Sample material from the patient was requested for investigation, but was not available. The calibration and qc data did not indicate any issues. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Event description:
There was an allegation of questionable elecsys anti-hbs ii results from the cobas e411 disk. The initial result was 2 iu/l with a data flag (negative). The sample was repeated using an abbott analyzer, and the result was 12 iu/l (reactive). A new sample was collected and tested on the cobas e411, and the same result was obtained.